Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l4-l5 spinal root decompression. Two months later, the pt presented with recurrent radicular pain. The investigator noted the event as moderate in intensity. Pt developed recurrent radicular pain 2 months post op. MRI revealed recurrent disc herniation. Pt was treated conservatively with medrol dose pak and muscle relaxers with alleviation of pain. The event resolved with treatment the following month. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as postoperative risk/complication.